Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues pressing the buttons. The customer had issues with their heart rate and chest pains. The customer contacted their health care provider. They treated their blood glucose level with manual injections. Customer was hospitalized on (B)(6) 2017 with a blood glucose level of 943 mg/dl. They had a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. They had a gastric bypass and then got on the insulin pump. The insulin pump kept saying their blood glucose level was over 600 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with intermittent button response from all buttons due to flattened dome (creased). The keypad connector was inspected and no anomalies noted. Unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test, occlusion test, primetest, excessive no delivery test and displacement test. Unit passed dat. Unit received with broken reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.